Event description:
It was reported that while using the plate bbl chromagar mrsa ii 90mm 20 ea media, excessive growth occurred. There were no results reported to physicians and there was no patient impact. This event occurred 200 times. The following information was provided by the initial reporter: "after correct handling (cooling/ storage in the dark etc,) after incubation everything grows on our plate. Fungi, gram-negative rods, coagulase cocci, etc."

Manufacturer narrative:
Investigation summary: the customer reporting the non selectivity of the plates. Complaint history review: the complaints trends were reviewed for a period covering 12 months. There were no confirmed complaints received during that period on this product. Therefore, a trend could not be identified. Batch history record (bhr) review: the batch history review did not indicate any discrepancies. All release testing was satisfactory, and no deviations were observed. Sample analysis: retain samples have been checked and all the strains figuring on the certificate of analysis were retested. No deviation was detected. All the strains performed as intended. No return samples were provided; however a picture showing growth of microorganism was shared. Evaluation results and investigation conclusion: at this stage of our investigation, we have excluded any systemic failure in our production process. No deviation could be found during the qc performance test. Based on the evaluation of the report and based on the qc retest results, the complaint was not confirmed. A corrective and preventive action will not be implemented as a trend could not be identified; however bd will continue to monitor incoming complaints with similar defects.